Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was taken by emergency medical service and hospitalized for hypoglycemia on (B)(6) 2020. Customer's blood glucose level was 40 mg/dl. Customer treated with fluid. The customer had six hospitalization related to the high and low blood glucose. Customer experienced high and low blood glucose levels. The insulin pump will not be returned for analysis.